Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. Unk-tibial. MDR: 0001822565-2022-03064. Unk-bearing. MDR: 0001822565-2022-03065.

Event description:
It was reported patient underwent a knee arthroplasty. Approximately 20 months post procedure, the patient started experiencing pain. Patient stated they did not have any trauma to the knee prior to the pain. Hcp did a bone scan and noted that there was loosening of hardware and a revision would need to be done.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided. Insufficient information to perform visual or dimensional evaluations. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products & mdrs. Upon receiving additional information found during investigation of the reported event, it was determined that the associated part referenced in MDR 0001822565-2022-03065 should not have been reported. That report has been voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.